Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter pins were damaged. They experienced high blood glucose levels of 600 mg/dl. The customer declined troubleshoot for high blood glucose. The product was not returned for analysis.